Event description:
The customer contact reported the device continued to deliver when air was present in the tubing set distal to the device. On an unspecified date and time, the device was programmed for bolus delivery of normal saline, with a 999ml/hr rate and a 1000ml container size and the delivery was started. After an unspecified length of time, the nurse reported the device alarmed with an unspecified alarm and the container was empty. At that time, the nurse noted an unspecified volume of air in the tubing set distal to the device and the device continued to deliver. The nurse reported being unable to power off the device. At that time, the tubing set was disconnected from the pt. The device was removed from clinical use. The nurse reported no air was delivered to the pt. At that time the pt reported tingling in both arms and soon after complained of chest pain. At that time, the pt had a chest xray which reported to be normal. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device passed all testing. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.